Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for post-laminectomy pain. The rep stated that the patient¿s implantable neurostimulator (ins) was being replaced on the day of the report; no longevity allegations were noted. While checking impedances pre-op, the rep saw impedances greater than 4000 ohms on everything. They noted that the patient was programmed on 0, and mentioned that they felt stimulation up until 3 weeks ago. The rep also stated that there were some electrode pairs that showed ¿???¿. The rep was going to test impedances intra-op with the pocket adaptor. No further complications were reported or anticipated. Additional information received from the rep on 2018-02-09 indicated that the cause of the high impedances and ¿???¿ reading was not determined. They noted that only one contact showed out of range impedances and no ¿???¿ readings. The rep stated that end of service (eos) ins was replaced with a pocket adaptor and new ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins was discarded, and could not be returned for analysis. No further complications were reported.